Event description:
It was reported that this right ventricular (rv) lead was fractured. The lead displayed high impedance and rising thresholds. There was intermittent capture at high outputs. A rv lead extraction was attempted but was unsuccessful in removing the full lead. The tip of the rv lead was left inside the patient and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg, implanted: (B)(6) 2010. (B)(4).